Manufacturer narrative:
The tech found the teeth that lock the swivel on the casters were worn. He replaced the casters to repair the bed.

Event description:
Info received indicates the casters continue to swivel when in brake.